Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 where in the entire system was explanted to address the issue.

Manufacturer narrative:
H6 - impact code 4627 should not have been included on the initial report as explant had not occurred at that time; however, it will be included on this report as surgery has since occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an MRI, the patient experienced a burning sensation at the lead site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.